Event description:
The hospital reported that during an endoscopic vein harvesting procedure, while using the vasoview 7xb the seal on the balloon port that connects the gas line would not allow the gas line to remain connected. The balloon inflated but would not hold air. A replacement device was used to complete the procedure. The hospital did not report any pt effects. The hospital intends to return the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).